Manufacturer narrative:
Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the gas delivery system (gds) to address the event.

Event description:
The customer reported that during patient use, the ventilator had no oxygen (o2) and no o2 alarms intermittently. The ventilator was in clinical use at the time of the event occurred. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07nov2018. Date received by manufacturer: 31oct2018. The gas delivery system (gds) was returned to philips for failure investigation. Visual inspection of the gds assembly revealed no evidence of contamination or damage. The gds was installed into a test ventilator for analysis. There were no failures found. The reported condition was not verified.